Event description:
It was reported that there was a piece of plastic (part of platinum cartridge) in the patient's eye after intraocular lens (iol) implantation and the doctor proceeded to remove the piece of plastic. The iol remains implanted as the patient is okay and has no complications. There was no delay in treatment or other interventions performed. Account indicated that the patient is feeling fine post-operatively. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as the cartridge is not an implantable device. Section d6b: explant date: not applicable, as the cartridge is not an implantable device. Section e1: initial reporter last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.